Manufacturer narrative:
Serial number was requested but was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a review of the log file revealed that patient had transient no external power events on 28feb2024, 01mar2024, 02mar2024, and 06mar2024 while operating on a mobile power unit.

Manufacturer narrative:
Section d1 (brand name): corrected. Section d4 (catalog number): corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. The mobile power unit (mpu) was not returned for analysis; however, log files were submitted for review with events spanning approximately 14 days (28feb2024 at 08:50:57 to 13mar2024 at 20:39:47 per time stamp). At 13:23:37 on 28feb2024, there is a sudden loss of power on both leads while connected to the mpu, activating a no external power alarm, which clears 3 seconds later when power is restored. At 23:47:11 while the patient is connected to the mpu, a no external power event occurs due to a loss of ac (alternating current) power. The alarm clears at 23:47:16 when power is restored. This sequence of events occurs several more times on 01mar2024 at 07:10:18, 07:10:23, 10:31:12, on 02mar2024 at 14:10:19, and on 06mar2024 at 23:58:09. The backup battery provided power to the system during these events. There were no other notable events observed in the log file. Pump operation was not affected. Multiple good faith efforts were sent to retrieve additional information regarding the serial number of the mpu (mobile power unit), the cause of the no external power event, and if the mpu would be returning for evaluation; however, no response was received. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including no external power alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook (rev. C) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. D) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history record for the mobile power unit (mpu) was unable to be reviewed due to the serial number information of the mpu not being provided. No further information was provided. The manufacturer is closing the file on this event.